Manufacturer narrative:
H6: investigation findings - 13 is based upon the evaluation of user facility information and the investigation of the returned sample; 213 is based upon functional testing of the returned sample. H6 - investigation conclusion - 4310 is based upon evaluation of the user facility information and the investigation of the returned sample; 67 is based upon functional testing of the returned sample. One used 6fr angio-seal vip device was received for product evaluation. The carrier tube (device cap) was returned mated with the hub of the hemostasis sheath. The carrier tube was cut through the device cap near the hub. The carrier tube shaft was returned as well as the locator, guide wire and tamper tube. Visual inspection revealed that the carrier tube assembly and the hemostasis sheath were mated properly. The deployment sleeve was in the full rear lock position with color bands fully exposed. No anomalies were found with the returned components. The anchor and collagen were not returned for analysis. The cut in the carrier tube was subjected to the microscopic analysis and the cut in suture was confirmed. No other anomalies were noted. To address the allegation of locking issue, the carrier tube was separated from the hemostasis sheath hub and the locks were subjected to microscopic analysis. No deformations were noted. The hub of the carrier tube assembly was dissembled, the tensioner was removed manually, and several turns of the suture were present within the suture wind disk. Excessive amount of blood like substances were found in the hub around the tensioner. No gross anomalies were noted with the tensioner plug. The blood like substances were cleaned and a pair of tweezers was used to pull on the suture and the suture was able to unspool without any resistance. No functional anomalies were noted. Based on the finding of the evaluation, the complaint could be confirmed for deployment difficulties while pulling back since the returned device was severed which indicates that some form of resistance occurred. The suture was able to be unwound easily upon functional testing. Based on the available information, no conclusion can be drawn as to the cause of the user's difficulties. However, it is clear that the anchor was likely not posted when the device was pulled back which could have caused the resistance. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Explant date (2021 reports) - device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device was used and there was a failure possibility of suture lock. The suture spool seemed to be stuck and the doctor struggled with the deployment step. The doctor was guided through the steps and deployed successfully. There was no known effect on the patient. Additional information was received on (B)(6) 2021. There were no apparent issues until "suture lock". The doctor explained he deployed it "as usual" although the endcap device would not pull back to expose tamper tube to complete hemostasis. The doctor was guided through the troubleshooting steps for [?]suture lock' which allowed him to complete hemostasis with no further complications to the patient. The troubleshooting step involves cutting through the exposed white tube between sheath hub and end cap. The procedure performed for the patient prior to use of closure device was a diagnostic; no intervention. A 5fr femoral sheath was used. There was no resistance, very smooth. A pre- deployment angiogram was performed. The patient's condition was stable.